Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter stated that condensation was in the display screen that had been there since the end of the summer when the patient was swimming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no moisture corrosion visible in the battery compartment. A leak was observed in the display lens during testing. The pump cover was removed to inspect internal components and moisture corrosion was observed on the internal components and radio frequency transceiver.